Manufacturer narrative:
Additional information has been requested. Device is not an implant. Device was returned and is currently in the investigation process.

Event description:
During a femoral nail procedure, the drive shaft broke off when reaming. Small fragments from the tip of the drive shaft were left in the patient. The surgeon felt that the pieces were not significant enough to retrieve. The nail was implanted successfully.